Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to an alternate method of insulin delivery.